Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported a hemodialysis (hd) 2008t machine wire harness and flag connectors coming from the transformer assembly to the bridge rectifier assembly appeared burned and discolored. The bmt noticed the physical damage during a preventative maintenance inspection and there was no patient involvement or injury noted. The bmt was advised to swap the bridge rectifier and the transformer assembly to rectify the issue. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (bmt) reported a hemodialysis (hd) 2008t machine wire harness and flag connectors coming from the transformer assembly to the bridge rectifier assembly appeared burned and discolored. The bmt noticed the physical damage during a preventative maintenance inspection and there was no patient involvement or injury noted. The bmt was advised to swap the bridge rectifier and the transformer assembly to rectify the issue. Additional information was requested but was not received to date.